Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunction was observed. Based on the results of the investigation, the observed issue was attributed to a separation problem caused by component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchovideoscope to the service center for a separate issue. During olympus¿ device analysis it was indicated that the bronchovideoscope had the bending section cover adhesive chipped. There were no reports of patient involvement.